Event description:
It was reported that the catheter of a stent graft, snapped during an attempted deployment effort. This stent graft was to be deployed in the stenosis of a graft in the forearm. The physician used a sheathless approach around a tight bend in the loop of the graft. When he reached the stenosis, he began his deployment. Approx one quarter of the stent deployed, and then upon add'l pressure to deploy the stent graft, the catheter snapped at the proximal end. Without losing access, the physician pulled the sys out, over the 0.035 wire, and used another stent graft for a successful procedure. No reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attn to the mfg and inspection of this prod and the prod was found to have met all specs prior to shipment. The sample was returned and the eval is currently underway. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this prod states that the safety and effectiveness of this device for use in the vascular sys has not been established.